Event description:
It was reported that there was wetness on the outside of the reservoir, but the customer was unsure where the leaks come from. The caller stated that the p-cap connection was wet. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.